Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging a priming issue with the pump. During troubleshooting of the pump, the user reported that the pump dispensed insulin from the cartridge during the load step. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump dispensed insulin during the load step. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Recall 2531779-03/24/2010/003-r.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins, a damaged force sensor assembly, and an out of calibration force sensor. Unrelated to the complaint, the display screen was found to be miscolored. Also unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.